Event description:
It was reported that during stent deployment in the right internal carotid artery, the stent moved proximally and did not fully cover the target lesion. A second stent was deployed to cover the distal portion of the lesion. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number was provided. A follow up report will be submitted with all relevant information.